Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units. The customer reported a blood glucose level of 205 (mg/dl) and delivered a pump bolus. During troubleshooting with tandem technical support, the customer was assisted through completing the load process and was able to resume insulin.